Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 69 mg/dl with a severe headache. The patient had discontinued pump therapy at the time of the call. The reporter stated that the patient was going to treat with food. The reporter was unable to perform troubleshooting at the time of the call. Customer technical support is attempting to follow up with the reporter for this issue and if follow up information is received a supplemental report will be sent. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.